Manufacturer narrative:
A manufacturer service technician went to the site to evaluate the driver, the technician found the hose connecting the pressure valve to the transducer on the board to be kinked, the bent section of the hose was cut out and the hose reconnected. It is unk how the hose became kinked. The driver was functionally tested and put back into service. The kink found/repaired in the hose would not result in the reported event, it was likely the event was related to a pt condition. This was supposed when a subsequent report was received indicating the pts outflow graft may have a kink (reference medwatch report 2916596-2005-00108 for details of the event and investigation. No further info is available, the manufacturer is closing its file on this event.

Event description:
A bi-ventricular assist device (bi-vad) pt supported on a dual drive console (ddc) lost positive flash (a visual test to determine if pump is emptying) on both the left (lvad) and right (rvad) devices. The rate increased on the lvad and the vacuum dropped. It was reported that there was no visible kinking in the pts outflow cannula and the flow could not be manipulated by changing the patients positions. Pt was switched to a backup dc and required reintubation. The pt was in the ICU and reportedly stable.